Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a no delivery alarm. Customer's blood glucose was 165 mg/dl. Customer stated that he received a new pump a couple of months ago and he has been receiving a no delivery alarm in the last couple of days. Troubleshooting was performed and the customer stated that the insulin did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir. Customer used 5 reservoirs and 5 sets to resolve the issue. Customer has 3 reservoirs to return.